Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced nighttime urgent low cgm alerts that she believed were inaccurate, alongside intermittent low glucose events occurring after periods of elevated glucose, and the agent noted frequent ¿more than¿ meal announcements and a higher daytime target with a normal nighttime target. Symptoms included hypoglycemia alerts and reported nocturnal low glucose. Outcomes included sleep disruption due to repeated nighttime alerts without need for medical intervention. Investigation included review of device reports over a 14-day period, real-time glucose verification, assessment of target settings and meal announcement practices, and planning for an rct training to evaluate whether the adaptive algorithm required a soft or factory reset or an adjustment to nighttime glucose range. Investigation of this case revealed that lows were temporally associated with prior hyperglycemia and that the device¿s adaptive parameters could have been influenced by recent corrections, while the device remained operational with glucose in range at the time of contact. It was concluded, based on previously established findings for similar reports, that user management factors and adaptive algorithm behavior were the most probable contributors, with retraining and potential parameter reset indicated.